Event description:
The lay user/patient called lifescan (lfs) on july 9, 2006, and alleged that her one touch ultra meter was missing segments. The medical affairs specialist mailed a letter on jully 11, 2006, since the user could not be reached by telephone for further clarification. The patient reported that she was at a party (date unknown), when she ate some cake. She took 4 units of novolog from her pump to adjust for the cake. She tested her blood glucose after eating and she obtained a result of 55 mg/dl. She drank soda to increase her blood glucose and one hour later she began to experience symptoms of thirst and a dry mouth. She tested on her meter and obtained a result that appeared to be "c45". She tested on her friends accuchek meter and obtained a result of 277 mg/dl. The patient stated that she did not seek medical attention; it is not known if she took insulin to compensate for the result of 277 mg/dl. The patient has since looked at her display and noticed that half of the numbers are missing. The patient did not seek any medical attention. It would have been helpful to know how long the patient's meter was missing segments, the patient's medication regimen, and if any adjustments were made to her medication regimen. The meter issue was not resolved with troubleshooting. This complaint is being reported, as the patient misinterpreted the result due to the missing segment issue. She subsequently had symptoms and found her blood glucose to be elevated on another meter. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.